Event description:
It was reported that the compressor was going in and out of standby mode. There was no patient involvement. (B)(4).

Manufacturer narrative:
The investigation of the complaint has been completed. Our field service engineer confirmed the reported issue on-site. The standby valve was replaced and the compressor was returned to service after successful functional testing was completed. The returned standby valve was installed in a reference compressor and connected to a reference ventilator without wall air connected. The compressor delivered air normally without going into standby in a long term test. When wall air was connected, the standby valve put the compressor in standby as expected. The conclusion is that the standby valve was working as expected when tested in a reference compressor. During a microscopic inspection of the returned standby valve, small metal chips were found inside the valve. It is likely that these particles caused a leakage in the standby valve during the reported event. As a result of this, an increased pressure is measured by a pressure sensor inside the compressor. The increased pressure is interpreted by the compressor as if wall air is connected to the compressor when it is not.

Event description:
(B)(4).